Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak streaming liquid. The size and magnitude of the leak would have been detectable if present at the time of filling. Magnified inspection of the leak location identified a gouge at the corner of the eva material weld on the hanger side weld. The manual add port cap had been removed, and the septum had been spiked multiple times. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, and as customer reported that the leak was detected after compounding, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on left seam near the hanger seam of the bag. The leak was discovered after compounding. This report documents no patient involvement or adverse events. No additional information is available.